Event description:
The patient was revised on the right hip due to infection. The surgeon performed an I & d and exchanged the liner and head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additionally, an unknown head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report.